Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 scs trial leads with the same lot number. It was reported, the patient was not receiving effective stimulation post-operatively. X-rays revealed the lead had migrated. Subsequently, the lead was repositioned and effective therapy was restored.